Event description:
Consumer claims to have been pierced on 6/19/98 at a retail vendor. On 7/17/98, the earring became embedded in the ear. He sought medical treatment for removal of the earring and was prescribed antibiotics.